Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es drawer was not detected on bus. The customer stated that malfunction caused delay when user was trying to issue medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2.2 was malfunctioned and could not be recovered. The field service engineer found that the retractor band cable was causing a malfunction. Fse replaced the cable and performed tests in the hardware testing application. The customer also verified functionality in the user application, confirming successful recovery of storage space and drawer inventory with all tests passing. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es drawer was not detected on bus. The customer stated that malfunction caused delay when user was trying to issue medication to patient. There were no adverse events or injuries reported based on this event.